Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic colectomy, the blade was broken off during use. The broken blade was retrieved from the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device might have clamped a forceps.